Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of this product that could have led to plastic particulate. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The sample in question was returned for evaluation. The sample was received with the needle attached and medication drawn into the syringe. Particulate was observed in the assembly in the fluid pathway moving freely within the medication. The particulate is off-white and crystalline in nature. It was noted that the drug, metoprolol tartrate, comes in a crystalline or powder form. The complaint noted that examination of the drug vial did not find any particulate. The vial was not returned with the syringe. The syringe sample was sent to the covidien facility in (B)(4) for testing. Examination of the particulate concluded that it is likely polypropylene. Polypropylene material is used in manufacturing of the syringe. It is unlikely that the particulate resulted from the medication. The most probable root cause for plastic particulate is particulate being introduced by broken parts being sent to the assembly machine. Based on evaluation of the sample, the broken pieces entered the barrel while in the ram prior to the rubber tip being inserted. Small pieces of broken syringe material may have been caught in the transfer tubes and unjammed, releasing into this barrel during assembly. Based on the existing controls, examination of the samples provided, and the complaint history review, additional correction or containment activities are not warranted at this time. Product is routinely examined to ensure it meets acceptable quality level (aql), and a lot cannot be released unless it passes visual and physical testing requirements. All lots are statistically sampled and inspected for defects. A lot cannot be released unless it meets all acceptance requirements. The programming for the ram air and vacuum system was optimized in mid-july 2015. During assembly, the ram briefly inserts and removes a tube inside of the empty syringe barrel. During this insertion, a blast of air is given to free up any particulate. The vacuum system is constantly running and absorbs any particulate that is blown out of the unit. The previous programming of the system only administered a burst of air when the tube was at the top end of the barrel (near the finger flange). This would not optimally remove particulate that may be present along the middle and bottom of the barrel. The new program was indexed to optimize air-blowing throughout the entire motion of the tube. Air is now blown into the barrel at all positions as the needle pumps into and out of the barrel, thus displacing any particulate that may be present to be removed by the vacuum. Based on the information available, investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 07/13/2015.an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states the nurse pulling up metoprolol tartrate into a 12ml syringe noted a white crystalline substance. The pharmacist called for the drug vial to be examined and could not see anything wrong with the vial.